Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump alarmed and displayed an error message during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump alarmed and displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 mast roller pump alarmed and displayed an error message during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The root cause of the issue was identified to be liquid penetration into the pump. The liquid led to oxidation on the hms board. The board was replaced and fen 2015-012 to seal various points to prevent recurrence. The pump was tested and no further issues were identified. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, CAPA (B)(4) has been implemented.